Manufacturer narrative:
Unit had broken reservoir tube lip.

Event description:
It was reported that the crack was seen on reservoir compartment. The customer's blood glucose value was unknown. The insulin pump will be returned for analysis.